Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a connection issue resulting in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, feeling full, and a hard stomach. The day after the event the patient was hospitalized for nine days. The patient was treated with cefloxin (route, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Therapy was on going. No additional information is available. This is report 2 of 2.